Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of 5mg eliquis and 81mg of aspirin. The patient came in for their 45-day transesophageal echocardiogram (tee) follow-up procedure. The tee imaging showed that the closure device was shallow and there was a leak. Five (5) months post procedure the patient was admitted to the hospital with right arm weakness and numbness. The patient had an acute infarct of the left periolandic region and diagnosed with a cerebral vascular accident. No intervention or treatment was performed. The neurologist noted memory impairment and focal weakness. The patient was discharged two (2) days later on a medical regiment of 75mg plavix and 81mg aspirin.

Manufacturer narrative:
A3: sex - updated to male.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was on a medical regiment of 5mg eliquis and 81mg of aspirin. The patient came in for their 45-day transesophageal echocardiogram (tee) follow-up procedure. The tee imaging showed that the closure device was shallow and there was a leak. Five (5) months post procedure the patient was admitted to the hospital with right arm weakness and numbness. The patient had an acute infarct of the left periolandic region and diagnosed with a cerebral vascular accident. No intervention or treatment was performed. The neurologist noted memory impairment and focal weakness. The patient was discharged two (2) days later on a medical regiment of 75mg plavix and 81mg aspirin.